Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023 reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old caucasian female patient underwent a breast augmentation revision surgery with a 425cc mentor smooth round spectrum saline breast implant. Post-operatively, the patient experienced a deflation of her left prosthesis, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6), 2023.

Manufacturer narrative:
On april 12, 2023, mentor received additional information. Mentor became aware that the patient's explantation date was rescheduled to (B)(6) 2023. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On june 26, 2023, mentor received the device for evaluation. On june 29, 2023, mentor completed a visual inspection, leak test, microscopic examination and thickness measurement of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view between the union of the shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 03, 2023, mentor received additional information. Mentor became aware that the patient's removal surgery was rescheduled to (B)(6) 2023. Manufacturer¿s reference number: (B)(4),